Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. In the same month as onset, the patient was hospitalized for the peritonitis. The patient was treated with cefazoline (intraperitoneally, dose and frequency not reported), tobramycin (intraperitoneally, dose and frequency not reported) and injection cezime (intravenous, dose and frequency not reported) for the event. Treatment with cefazoline and tobramycin were later discontinued and cezime therapy was ongoing. At the time of this report the patient was still hospitalized and had not recovered from the event. Capd therapy was discontinued. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The patient was reported to have experienced peritonitis on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).